Manufacturer narrative:
(B)(4). Date sent: 5/29/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device cdh31p lot number a99n6c and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection procedure, the device did not fire. The battery was inserted and power was present however, when the trigger was pulled, nothing happened. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2026 d4: batch # 912d03 investigation summary the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh31p device arrived with no apparent damage with the anvil missing. The breakaway washer was not present and the device was fully loaded with staples, indicating that the device had not been fired. No battery was received, however, when the test battery was installed the green checkmark illuminated indicated that the device was not reset. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the actuator was touching the stop switch actuator. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 912d03, and no non-conformances were identified.